Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations in which estimated values provided by the evesense app were entered as calibrations rather than true bg values. It was also reported that the system experienced a period of optical instability. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, bg values fit sg trends well, with occasional differences due to the expected lag between bg and sg inherent to the sensing technology, and calibrations entered during periods of rapid change. The user was advised to continue using the system and to calibrate when glucose trends are not changing rapidly. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.